Event description:
Ibc from (B)(6) cnss nurse. Teaching patient ms3 pump but when batteries were put in screen reads "system failure send for service" sn (B)(4). Patient was not using pump at time of malfunction. No adverse events resulted. Pump was replaced. Dose or amount: 2 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.